Event description:
The event is reported as: after insertion of the catheter and inflation of the balloon with 18-20cc of water, the catheter will move out of the patient. The balloon is either deflating or breaking. The catheter would stay in place less than 2 days. No patient injury or intervention reported.

Manufacturer narrative:
Evaluation: method: functional testing. Results: samples were received in unopened pouches. The pouches were peeled open and catheters were removed. Visual examination of the catheters and the pouches did not show any obvious defects. Attempts to inflate the balloons each with 30 ml of water were easy and successful. The balloons were of acceptable symmetrical shape. There was no irregularity or weak spot on the balloon walls. Deflation of the balloons using an empty luer lock syringe were spontaneous and complete. Conclusions: complaint failure not confirmed. The balloons and the rest of the inflation systems functioned properly as intended.